Manufacturer narrative:
Examination of the returned devices by depuy international confirms the reported fracture. The stem has fractured due to a fatigue mechanism under stress of plane bending cycles type after 13 years of implantation. A review of device history records did not reveal any related manufacturing deviations or anomalies. The investigation finds no product failure. It is known the product code is no longer manufactured. Based on the performed investigation, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened

Event description:
Fracture of the femoral stem located on the neck. No traumatism, the fracture occurred during walking.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.